Event description:
Boston scientific received information that the patient implanted with this pacemakerwas seen in the clinic due to syncope. The device had been checked the week before and all measurements were good but there were pauses noted on telemetry. The outputs were increased and the sensitivity decreased. Automatic capture was turned off and the patient was watched for two days and everything was fine. The patient is on increased follow up due to battery depletion. There were no additional adverse patient effects reported.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information was received that the device was explanted for normal battery depletion. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The clinical observation of pauses in pacing could not be confirmed.